Event description:
Approx 10 months following the implant of 3 cypher stents the pt returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unk if any restenosis was present or if treatment was required. Indication for initial evaluatio is unknown. The target lesion was identified as the proximal right coronary artery with no lesion or vessel characteristics provided. The lesion was predilated with a 2.0 x 20mm rider balloon at 10 atms. The stents were deployed at 20 atms for 10 secs in overlapping fashion. It is unk if post-dilatation was performed.